Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination (2nd sample). The issue was found during a routine culture of the scope during a diagnostic microbiological examination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, olympus confirmed foreign material was present within the device but the type of material cannot be identified, however, the most probably cause is cause not established. It is likely that the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope tested positive for 3 colony forming units (cfus) of bacillus species and bacillus licheniformis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additionally, it was observed that during the device evaluation, the colonovideoscope's air/water cylinder, air/water tube and jet tube had foreign objects. There was no patient involvement.